Event description:
Reportable based on the device analysis completed on 05dec2024. It was reported that failure to deploy occurred. A carotid wallstent was selected for use. The stenosed target lesion was located in the severely tortuous and mildly calcified internal carotid artery. The patient underwent a procedure involving the implantation of a guide wire through the left femoral artery, followed by whole-brain angiography. A non-boston scientific catheter was positioned, and a v18 guide wire reached the internal carotid artery. A thrombus stent was removed, and attempts were made to deploy a bsc 9-50 wallstent at the lesion site. However, a portion of the stent was deployed, but the stent could not be fully released despite multiple attempts. This prompted the physician to withdraw it and test it outside the body, where the issue continued to persist. The device was exchanged, and the second stent was successfully implanted, completing the procedure. The patient remained stable postoperatively. However, returned device analysis revealed tip detachment. The device was returned for analysis. A visual and tactile examination identified that the tip of the delivery system was detached. The device was returned with the stent already deployed from the delivery system. No issues noted with the deployed stent.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination identified that the tip of the device was detached. The device was returned with the stent already deployed from the delivery system. No issues noted with the deployed stent.